Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. A serious injury has been alleged against the cycler machine. Due to lack of information, MDR's will be filed for each concomitant device as part of a system level review. See related mdrs: 8030665-2014-00283, 1713747-2014-99944 and 99945.

Event description:
A peritoneal dialysis patient reported he felt swollen and "full." The patients' peritoneal dialysis nurse was contacted, and she stated the patient was being treated for an infection. The patient was treated with intra-peritoneal antibiotics for cloudy effluent and abdominal discomfort. No organism was identified with a culture of the patients' effluent was done. The patient is undergoing further testing to identify the cause of the infection.